Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 6/25/2019. Device evaluation summary: during evaluation of the sample it was observed to be intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. No further investigation will be conducted on this complaint at the moment. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device 6800286 number, and no non-conformances were identified. This report contains supplemental information for mentor asr/psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast surgery with 225cc mentor memoryshape breast implant. Now this patient presented with right breast implant rupture confirmed by ultrasound. The patient complained of sharp right breast pain in the upper right quadrant of the breast. Upon replacement surgery on (B)(6) 2019, the right implant was found to be intact. However, two distinct creases were found. The device was replaced with a 215cc mentor memoryshape breast implant. This report contains supplemental information for mentor asr/psr reference number (B)(4).